Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. Reportedly, customer changed the pump supplies multiple times which resolved the issue. Customer's blood glucose was 165 mg/dl.